Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. No device history record review was performed.

Event description:
It was reported that cytosar bag that was programmed to infuse overnight on 4/29 1215 am over 3hrs, still had cytosar chemotherapy at least two third full. Patient states that pump did go off as programmed and stopped after 3 hrs, but the bag was not completely infused as programmed. Patient also did not hear any alarms going off the pump overnight. No patient injury is reported.